Event description:
It was reported that during device unpackaging and prior to use, the hub of the xience prime stent delivery system (sds) was noted to be 'deformed'. The device was not used. There was no patient involvement. A second xience prime sds was used for the procedure. There was no reported adverse patient effect. There was no clinically significant delay in procedure no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The hub damage was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.